Event description:
The patient's mother reported that the intravenous catheter 22g 3/4 with y site leaked while the nurse was trying to access the patient. The nurse was able to access once a new needle was prepared. Unknown if patient experienced an adverse event, missed dose, or if product available for return. No further information provided. Diagnosis for use: fabry (-anderson) disease.